Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure during investigation was confirmed. The root cause could not be identified. According to the investigation, the most probable cause of this reported issue is traced to component failure, expected or random component failure without any design or manufacturing issue due to degradation problem identified which is problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cystonephrofiberscope objective lens was dirty. There was no patient involvement.